Manufacturer narrative:
Information has been received subsequent to the initial medwatch report filed with FDA indicating that the patient expired nine days after being weaned from bypass support. The device listed in the initial report 2124837-1997-4, bp-50 pump, s/n 213490, and the devices listed in medwatch reports 2124837-1997-2 bp-50 pump s/n 21394, and 2124837-1997-3, bp-50 pump s/n 21387 were all used on the same patient. Patient's family alledges that the device malfunction may have contributed or caused the outcome. The surgeon indicated that even though changing the pumpheads was inconvenient and and not ideal, the availability of the pump kept the child alive and heart recovered. The child died of sepsis post weaning. Refer to section a & b for patient information.

Event description:
Hosp reported that following 36 hours of bypass support, the pump began to make noises. The pump was changed out, and case was continued.